Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: the last basal delivery was on 8/27/15 at 5:02pm. The total daily doses added up correctly and equaled the programmed basal rate target. There were ¿cs208¿ low bg warnings observed. There was no activity outside of normal use observed. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivered within specification. A test transmitter was paired with the pump correctly. The low blood glucose (bg) alert threshold was set to 70 mg/dl and the ¿cs208¿ low bg warning was simulated with a walkabout box. The pump gave the appropriate low bg audible and visible alert at the correct threshold. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 40 mg/dl with confusion, lightheaded, and cognitive impairment associated with the pump not alerting of a low bg. It was reported that the patient's healthcare provider made recent changes to the patient&#38112;basal rate and bolus settings. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the pump was set to alarm of a low bg at 70 mg/dl, but did not alert the user until 40 mg/dl. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.